Event description:
It was reported "during placement of the iabp, the sheath was found to be difficult to place, and after several attempts, it was confirmed that it could not be placed, and it was successfully placed after replacing it with a new set of balloons". Additional information states that the new catheter was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex iab catheter. Both semi-finished trays were returned. Upon return, damage was noted to the insertion components. Damage was found to the tip of both dilators and the pre-dilator. No damage was noted to the semi-finished catheter tray components and the iab catheter was still contained within the original packaging. The returned components were not functionally tested due to the returned state of the components. The dilators and sheaths connected properly without undue resistance. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the sheath was found to be difficult to place" is confirmed. Upon return, the dilators were damaged at each tip. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilators. The root cause of the complaint is undetermined. A potential cause is user related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during placement of the iabp, the sheath was found to be difficult to place, and after several attempts, it was confirmed that it could not be placed, and it was successfully placed after replacing it with a new set of balloons". Additional information states that the new catheter was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).